Event description:
It was reported that the customer's insulin pump fell and that its screen got cracked. The customer was advised to discontinue use of the device, and to return it for analysis and a replacement.

Manufacturer narrative:
Findings: cracked reservoir tube lip, missing end cap sticker, scratched display window and cracked case near display window corners noted during visual inspection. Cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.